Manufacturer narrative:
The manufacturing records for the intraocular lens (iol) were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. During manufacturing record review no anomalies were found. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The reported complaint of unexpected postop refraction is not listed in directions for use; however, precautions with respect to pre-op refraction are provided in warnings section of the dfu. Auto refractors may not provide optimal postoperative refraction of patients with multifocal lenses. Manual refraction is strongly recommended. Recent contact lens usage may affect the patient's refraction; therefore in contact lens wearers, surgeons should establish corneal stability without contact lenses prior to determining iol power. The dfu adequately provides instructions, warnings, and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted; however, the doctor stated ''missed by -2.00 diopter.'. The intraocular lens was explanted in a secondary procedure and replaced with a 22.0 diopter lens, of the same model. The surgery involved the patient's right eye. No further information was provided.